Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stopped insulin delivery sometimes. The customer¿s blood glucose level was unknown. Customer stated that the auto shut off while blood glucose level was entered to insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The low suspend alarm working properly and no anomaly noted. No unexpected resume error noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.